Event description:
Patient's father contacted dexcom technical support on (B)(6)2015 to report a detached sensor wire on 03/10/2015. Upon removal of the sensor pod, the sensor wire stayed under the skin. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).